Event description:
It was reported that the lead dislodged, causing an inappropriate shock. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.